Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
The customer's mother reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading was 813 mg/dl. The customer treated with a bolus from the pump. The customer was hospitalized for diabetic ketoacidosis. The customer had symptoms such as vomiting. The customer stated that the cannula was bent on the infusion set. The customer declined to troubleshoot for bent cannula and high readings.